Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineer has investigated the reported ventilator on site. Both nozzles were found defective and they need to be replaced. Despite several reminders we didn't receive confirmation if the nozzles were replaced nor they returned for further investigation. Therefore, no root cause can be established. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module.

Event description:
Manufacturer's ref. #: (B)(4).